Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4)

Event description:
A literature article reported that a patient experienced a posterior detachment and retinal rupture eight (8) months after having an intraocular lens inserted in the eye. The patient was treated with an argon laser and cryopexy. There was no negative inpact on the final outcome regarding visual function. Glistenings, anterior/posterior capsular opacification and incidence of nd:yag laser treatments with two aspheric hydrophobic acrylic intraocular lenses ¿ a long-term intra-individual study (B)(6).